Event description:
Customer reported low blood glucose symptoms with result of 45 mg/dl obtained on the aviva system; he was able to self treat, and a result of 65 mg/dl was obtained 7 minutes later. Customer self treated again, and received the following results: 169 mg/dl, 68 mg/dl, 83 mg/dl, 69 mg/dl, and 69 mg/dl. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.